Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: a device history record review is in progress.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant and replaced with the same model and size device. A response was received from the surgeon indicating the device was explanted due to "occlusion of left main coronary." Surgeon indicated that this was not a malfunction of the device but procedure related. Per operative report: difficult weaning and 2nd pump or assist device (lv, rv, biv) compromise of left main with first valve through orifice rim, valve changed.

Manufacturer narrative:
The device will not be returned as it was discarded by the hospital. Th device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.